Event description:
Patient undergoing left laparoscopic nephroureterectomy. A battery powered endovascular stapler that was being used jammed during transection/ligation gonadal vein intraoperatively and was manually disengaged. The stapler was removed from the sterile field and a new one obtained to complete the procedure. Discussed w/surgeon, no patient harm. FDA safety report ID# (B)(4).